Event description:
It was reported that during insertion of the iab, the one-way valve separated from the catheter, but was reconnected. A vacuum was reapplied, and insertion attempted again. However, the balloon began to unwrap after the iab was inserted into the sheath at a distance of 1". A second iab was inserted without any difficulty. There was no patient consequence.